Event description:
My name is (B)(6), rn. I work as one of the members (B)(6), inserting peripherally inserted central catheter (PICC). We have been using the bard access sapiens tip conformation system -tcs- for inserting peripherally inserted central catheter (PICC) since (B)(6) 2011. We have found a problem with the tip conformation system (tcs) with regards to identifying the tip to the lower superior vena cava vein (svc) for which the system was designed. There are 1 to 2 percent of the pts almost all on from the left side approach that this tcs has recognized the PICC tip in the svc but after a chest x-ray the PICC tip can be seen in another vessel azygos vein. This tcs is designed to take the place of a chest x-ray. We have not done away with the chest x-ray for PICC line tip conformation at (B)(6), yet there are local hospitals that have replaced the traditional follow-up chest x-ray to confirm PICC line placement for the sapiens tip conformation system. We have approached the manufacturer about this problem and they have responded with providing us with more on the site training from several clinical specialists. However I think the problem still persists. I am giving you an example of a pt that had this azygos vein insertion. On (B)(6) 2012, bard access sent two engineers ((B)(6)) and (B)(6), to assist in training our team in the proper use of the sapiens tcs. Mr. (B)(6), the pt, met all the qualifications for inserting a PICC line with the sapiens tcs: p wave present, identifiable and regular (nsr). With assistant and guidance of (B)(6), I set up the sapiens as directed and followed all the directions through the entire procedure. The pt had no medical equipment such as a ventilator that would interfere with the sapiens but only an IV pump. The pt was cooperative. I was as well as the bard team confident that the PICC was properly placed and ordered a chest x-ray. After the chest x-ray it showed that the PICC had looped and was dwelling in the azygos vein. This azygos vein drains the thoracic and abdominal walls; arises as a continuation of the right ascending lumbar vein and terminates in the superior vena cava. It is well documented that PICC lines can be placed in the azygos vein. The azygos vein is not a recommended placement position for a PICC line tip and may cause increased risk of a thrombus and intraluminal damage from receiving retrograded IV medications in the azygos vein. I pulled the catheter back out 3 cm and then power flushed PICC catheter and ordered another x-ray. The follow-up x-ray showed the PICC line in the lower svc.